Event description:
Healthcare professional reported "saline rupture." Device has been explanted and replaced. This represents the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "saline rupture". Email address: (B)(6).

Event description:
Healthcare professional reported "saline rupture." Device has been explanted and replaced. This represents the right side.